Event description:
Middle-aged female post fracture of right bicondylar tibial plateau fracture. External fixation immediately after accident. Surgical procedure of open reduction and internal fixation and removal of external fixation performed. During the procedure a drill bit fragment broke off in the tibia bone. Md determined that retrieval of the fragment would be more damaging to the surrounding tissues and leaving the fragment in place was the safest option for the patient.